Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer called to report that she did not think her pod was delivering insulin. Customer's blood glucose levels ranged 313-376 mg/dl while wearing this pod. She deactivated this pod and started a new pod. No further issues were identified.